Event description:
The customer reported in 2002 that there was no audible tone generated by the monitor. The customer reported that the problem was identified during use on a pt and that there was no pt harm. The monitor was removed from use and returned for service. The monitor was received on 10/01/2002 and evaluated by co's service department on 10/09/2002.